Event description:
It was reported that the device was explanted after implant duration of approximately 40.43 months, due to mitral regurgitation and mitral insufficiency. No other details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested but not provied. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device unavailable for return. No customer letter required.